Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during intraoperative testing for lead replacement low impedances were isolated to the ipg. Reportedly, the patient requires an MRI, therefore the physician opted to explant and replace the original ipg with a new model during the same procedure. The issue resolved with the new ipg.